Event description:
It was reported by the customer that a pyxis medstation es system auxiliary 7 matrix drawer failed. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure. The field service engineer cancelled the service as the customer stated that problem had been resolved. The system functioned as intended after the customer resolved the issue.